Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 30 mg/dl and dex 4 was used to address the bg level. The cause of the low bg was not known. The contact declined tandem technical support's offer to troubleshoot.